Event description:
Cardinal health 180ml formalin containers leaking into specimen bags. Specimen containers are secured tightly. Leaking specimens pose a risk to patient safety (loss of specimen or degradation of specimen) and a safety risk to laboratory and transport personnel. No specimen loss has been reported. This facility has noted this concern with lot #s 147858 exp 10/2028, 221050 exp 2/29/2028, and 217915 exp 1/31/2028. Reference reports: mw5169125, mw5169126.